Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. 686782(invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d3 and levothyroxine. Concurrent conditions included overweight, vaginal yeast, vaginal itching, hypothyroidism, suprapubic pain, ovarian pain and burning sensation. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleedings/abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("mental anguish"). On (B)(6)2011, 1 year after insertion of essure, the patient experienced vaginal infection ("infections"). On (B)(6)2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6)2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraine headaches"), headache ("migraines / headaches"), alopecia ("hair loss"), visual impairment ("vision/ eye problems") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (bilateral salpingectomy (per pfs)) and surgery (ablation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue and vaginal haemorrhage was resolving and the vaginal infection, menstrual disorder, weight increased, dysmenorrhoea, migraine, headache, alopecia, visual impairment, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs tubal ligation done on (B)(6)2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. (B)(6)2017:pathology. Final diagnoses: fallopian tubes, bilateral, partial bilateral salpingectomy: fallopian tubes with sloughed epithelial lining, fibrosis, synthetic material, and chronic inflammation. Gross description: bilateral fallopian tubes. Sectioning reveals a white, gray-tan, cut surface with pinpoint lumen for each. Within each portion of fallopian tube is a coiled, silver, metallic essure wire. Most recent follow-up information incorporated above includes: on 13-aug-2018: update of information (batch is invalid). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. Right- 686782, left- 686782.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d3 and levothyroxine. Concurrent conditions included overweight, vaginal yeast, vaginal itching, hypothyroidism, suprapubic pain, ovarian pain and burning sensation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("heavy vaginal bleedings/abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression,") and anxiety ("mental anguish"). On (B)(6) 2011, 1 year after insertion of essure, the patient experienced vaginal infection ("infections"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraine headaches"), headache ("migraines / headaches"), alopecia ("hair loss"), visual impairment ("vision/ eye problems") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (bilateral salpingectomy (per pfs)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue and vaginal haemorrhage was resolving and the vaginal infection, menstrual disorder, weight increased, dysmenorrhoea, migraine, headache, alopecia, visual impairment, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs tubal ligation done on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. (B)(6) 2017:pathology final diagnoses: fallopian tubes, bilateral, partial bilateral salpingectomy: fallopian tubes with sloughed epithelial lining, fibrosis, synthetic material, and chronic inflammation. Gross description: bilateral fallopian tubes. Sectioning reveals a white, gray-tan, cut surface with pinpoint lumen for each. Within each portion of fallopian tube is a coiled, silver, metallic essure wire. Most recent follow-up information incorporated above includes: on 22-jun-2018: new pfs received- new events added: psychological or psychiatric problems condition: depression, mental anguish were added. Outcomes of events abnormal bleeding, dyspareunia, fatigue from unknown to recovering/resolving were updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (batch no. 685782, 685782) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d3 and levothyroxine. Concurrent conditions included overweight, vaginal yeast, vaginal itching, hypothyroidism, suprapubic pain, ovarian pain and burning sensation. Concomitant products included cetirizine, colecalciferol (vitamin d3) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("heavy vaginal bleedings/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression,") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal infection ("infections"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraine headaches"), headache ("migraines / headaches"), alopecia ("hair loss"), visual impairment ("vision/ eye problems") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (bilateral salpingectomy (per pfs)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue and vaginal haemorrhage was resolving and the vaginal infection, menstrual disorder, weight increased, dysmenorrhoea, migraine, headache, alopecia, visual impairment, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs tubal ligation done on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. On (B)(6) 2017:pathology. Final diagnoses: fallopian tubes, bilateral, partial bilateral salpingectomy: fallopian tubes with sloughed epithelial lining, fibrosis, synthetic material, and chronic inflammation. Gross description: bilateral fallopian tubes. Sectioning reveals a white, gray-tan, cut surface with pinpoint lumen for each. Within each portion of fallopian tube is a coiled, silver, metallic essure wire. 686782 (not valid) as per pfs new lot number 685782 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 37-year-old female patient who had essure (batch no. Right- 686782, left- 686782.) Inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d3 and levothyroxine. Concurrent conditions included overweight, vaginal yeast, vaginal itching, hypothyroidism, suprapubic pain, ovarian pain and burning sensation. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleedings/abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced vaginal infection ("infections"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), fatigue ("fatigue"), headache ("migraines / headaches"), alopecia ("hair loss"), visual impairment ("vision/ eye problems") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (bilateral salpingectomy (per pfs)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal infection, menstrual disorder, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, migraine, fatigue, vaginal haemorrhage, headache, alopecia, visual impairment and weight fluctuation outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. (B)(6) 2017:pathology final diagnoses: fallopian tubes, bilateral, partial bilateral salpingectomy: fallopian tubes with sloughed epithelial lining, fibrosis, synthetic material, and chronic inflammation. Gross description: bilateral fallopian tubes. Sectioning reveals a white, gray-tan, cut surface with pinpoint lumen for each. Within each portion of fallopian tube is a coiled, silver, metallic essure wire. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received. Events menorrhagia, headache are added. Lot number & lab data updated. Product, patient & reporter information updated. On 5-apr-2018: plaintiff fact sheet received. Events hair loss, vaginitis, weight fluctuation, vision problem, device monitoring procedure not performed are added. Lab data updated. Historical& concomitant drug , conditions are added. Product, patient & reporter information updated.processed with fu 02 incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pain/pain pelvic") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 36-year-old female patient who had essure (batch no. Right- 685782, left- 685782 inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's previously administered products included for an unreported indication: vitamin d3 and levothyroxine. Concurrent conditions included overweight, vaginal yeast, vaginal itching, hypothyroidism, suprapubic pain, ovarian pain and burning sensation. Concomitant products included cetirizine, cholecalciferol (vitamin d3) and levothyroxine. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 3 days after insertion of essure, the patient experienced dysmenorrhoea ("painful menstrual cycles/ dysmenorrhoea (cramping)"). In (B)(6) 2010, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("heavy vaginal bleedings/abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced depression ("psychological or psychiatric problems condition: depression,") and anxiety ("mental anguish"). On (B)(6) 2011, the patient experienced vaginal infection ("infections"). On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2012, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), migraine ("migraine headaches"), headache ("migraines / headaches"), alopecia ("hair loss"), visual impairment ("vision/ eye problems") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (bilateral salpingectomy (per pfs)) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, dyspareunia, abdominal pain, fatigue and vaginal haemorrhage was resolving and the vaginal infection, menstrual disorder, weight increased, dysmenorrhoea, migraine, headache, alopecia, visual impairment, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage, vaginal infection, visual impairment, weight fluctuation and weight increased to be related to essure. The reporter commented: as per pfs tubal ligation done on (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.1 kg/sqm. (B)(6) 2017:pathology final diagnoses: fallopian tubes, bilateral, partial bilateral salpingectomy: fallopian tubes with sloughed epithelial lining, fibrosis, synthetic material, and chronic inflammation. Gross description: bilateral fallopian tubes. Sectioning reveals a white, gray-tan, cut surface with pinpoint lumen for each. Within each portion of fallopian tube is a coiled, silver, metallic essure wire. 686782 (invalid) as per pfs new lot number 685782 most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New lot number was received. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal of essure device). Essure was removed. At the time of the report, the pelvic pain, infection, menstrual disorder and weight increased outcome was unknown. The reporter considered infection, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections"), menstrual disorder ("menstruation issues"), weight increased ("weight gain"), dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headaches"), fatigue ("fatigue") and vaginal haemorrhage ("heavy vaginal bleedings"). The patient was treated with surgery (underwent removal of essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, menstrual disorder, weight increased, dysmenorrhoea, dyspareunia, abdominal pain, migraine, fatigue and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, infection, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-nov-2017: legal complaint received. Events painful menstrual bleeding, painful intercourse, abdominal pain, migraine, fatigue and heavy vaginal bleeding were added. Essure insertion date updated to (B)(6) 2010. The device was removed on (B)(6) 2017. Additional lawyer added as reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.